Event description:
Procedure performed: robotic bilateral salpingectomy. Event description: during a case, when deploying one of the applied inzii bags, a small green plastic piece fell out from the tip of the deployment tube and into the peritoneal cavity. See pictures. This was thankfully seen and removed, but after examining the bag/device, we could not tell where this could've come from. The bag worked normally, and specimens removed per standard fashion. Not sure if others have experienced this, but it's concerning. A pic of the product case is also included. Additional information obtained from hospital representative on 07nov2024 via email patient was undergoing a robotic bilateral salpingectomy. There were 2 of the cd001 on the sterile field. One of the cd001 was used and it was noted by the surgical team that a piece fell inside of the patient¿s cavity during deployment. The deployed cd001 was compared against the one that was on the sterile field. The surgical team used the endoscope and performed a thorough wound cavity sweep. The piece that fell was then located and retrieved. There were not any other devices uses alongside cd001. The bag was able to close completely after putting the specimen in. There was no visible damage observed but the image provided was the one that was retrieved. The item found was similar to the bead of the cd001. Additional information obtained from hospital representative on 07nov2024 via email no injury/illness occurred with said event. Intervention: used another cd001. Patient status: no injury/illness occurred with said event.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photo of the event unit was provided. Visual inspection confirmed the complainant¿s experience of a loose particulate. The particulate was identified to be a pawl, an internal component of the event unit. Based on the description of the event, it is likely that the pawl that was removed from the patient was an extra pawl that was introduced when the event unit was assembled. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: robotic bilateral salpingectomy. Event description: during a case, when deploying one of the applied inzii bags, a small green plastic piece fell out from the tip of the deployment tube and into the peritoneal cavity. This was thankfully seen and removed, but after examining the bag/device, we could not tell where this could've come from. The bag worked normally, and specimens removed per standard fashion. Not sure if others have experienced this, but it's concerning. A pic of the product case is also included. Additional information obtained from hospital representative on 07nov2024 via email patient was undergoing a robotic bilateral salpingectomy. There were 2 of the cd001 on the sterile field. One of the cd001 was used and it was noted by the surgical team that a piece fell inside of the patient¿s cavity during deployment. The deployed cd001 was compared against the one that was on the sterile field. The surgical team used the endoscope and performed a thorough wound cavity sweep. The piece that fell was then located and retrieved. There were not any other devices uses alongside cd001. The bag was able to close completely after putting the specimen in. There was no visible damage observed but the image provided was the one that was retrieved. The item found was similar to the bead of the cd001. Additional information obtained from hospital representative on 07nov2024 via email no injury/illness occurred with said event. Intervention: used another cd001. Patient status: no injury/illness occurred with said event.